Event description:
It was reported that the unit was flaking off metal shavings inside the joint of the pt. It was further reported that the case was a subacromial decompression and the flaking occurred while the bed of the acromium was being flattened.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.